Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control determined that the cause of the reported issue was the therapy cable assembly. Physio-control then replaced the therapy cable assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device failed to deliver a 360 joule shock into a test load. There was no patient use associated with the reported issue. Upon evaluation of the customer's device, physio-control verified the reported issue and determined that it was due to a damaged therapy cable assembly. As a result of the damage to the cable, defibrillation therapy would not have been possible if it were necessary.